Event description:
The biomedical engineer (bme) reported that there was intermittent signal loss of telemetry transmitters being monitored on the central nurse's station (cns). The customer stated that when the facility did a software update, they noticed the network was only picking up 2 access points instead of all 6. When their it dept did their readjustments to their side of the network, the issues stopped. They have resolved the issue by readjusting the network settings on their network. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the telemetry transmitters were in intermittent signal loss at the central nurse's station (cns). The customer noticed that while the facility was performing a software update, the network was only picking up 2 access points instead of all 6. When their it department made readjustments to their side of the network, the issues stopped, resolving the issue. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause is related to the customer's network environment. The customer reported that their it team had discovered a failing fiber module. Once they were able to replace the module, the issue of signal loss was resolved. As such, the signal loss is unlikely to be related to a malfunction of the nihon kohden device. No further issues were reported relating to signal loss for the reported device. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Manufacturer narrative:
The biomedical engineer (bme) reported that there was intermittent signal loss of telemetry transmitters being monitored on the central nurse's station (cns). The customer stated that when the facility did a software update, they noticed the network was only picking up 2 access points instead of all 6. When their it dept did their readjustments to their side of the network, the issues stopped. They have resolved the issue by readjusting the network settings on their network. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the zm-520pa telemetry transmitters and the org-9100a multiple patient receiver were being used in conjunction with the cns, but no serial numbers were provided by the customer.

Event description:
The biomedical engineer (bme) reported that there was intermittent signal loss of telemetry transmitters being monitored on the central nurse's station (cns). The customer stated that when the facility did a software update, they noticed the network was only picking up 2 access points instead of all 6. When their it dept did their readjustments to their side of the network, the issues stopped. They have resolved the issue by readjusting the network settings on their network. No patient harm reported.